Manufacturer narrative:
(B)(4). Batch # unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during an unknown procedure, a patient had to be admitted to the hospital for a cystic duct leak from the malfunctioning clip; problem with the tip.

Manufacturer narrative:
(B)(4). Batch # p93d4z. The surgeon says the patient is doing well now. They had to do an ecrp, for the small bile leak in the lap chole. I walked the surgeon through troubleshooting. Additional information was provided by the sales rep. Additional information received from the account: here is an email our nurse manager sent to all staff. I hope this will help with your investigations on our complaint. I feel it was probably "user error" on our part and when your representative came and spoke to the staff; the actual preloading of the applier could have been what the problem actually was. When and if I get more information, I will let you know. Recently, the surgeon did a laparoscopic cholecystectomy and used a smm ligaclip applier. The first smm ligaclip used in the case did not deploy correctly, so a second one was obtained. It appeared to have deployed correctly. A few days later, the patient had to be readmitted to the hospital for a bile leak. He felt that the smm clip he applied fell off of the vessel. The surgeon reported the incident to us about a week later. The rep for ethicon contacted me and wanted to make sure that all of you know that with the smm endoscopic ligaclip applier, you do not pre-load the clip, whereas with the 10mm you do preload the clip. She stated that if the smm clip is preloaded, it will not deploy correctly and has a high likelihood of coming off. Device analysis: the analysis results found that an el5ml device was returned inside its package unopened and with no damaged in the external components. The package was opened and in an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 15 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.